Event description:
Pt reported allegedly "my port is leaking" with a lap-band device. Explant surgery has not been scheduled. The pt reported fill adjustments "only held for one to two months." The pt reported the physician found the cc levels to be low and after a fill adjustment it was "2 cc's less than" the physician notes indicated it should be. Health professional reported no diagnostic testing was conducted and the physician confirms a port leak based on the pt's report of no restriction. The device serial number is not known by the reporter.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The reporter of the complaint had no further info regarding the product serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."